Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 579 mg/dl at the time of incident and 210mg/dl was the current blood glucose value. The customer was able to rewind the insulin pump. The no delivery alarm was resolved with an infusion set and reservoir change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).